Manufacturer narrative:
A2: age at time of event: 76 (units not reported). D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection and leak was reported between the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection and the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during an unspecified process step of automated peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection and leak between the homechoice cassette and the supply bag that led to this alarm; described as the ¿cassette connection is loose and dialysate is dripping onto the floor¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.